Event description:
This patient was receiving home health care for PICC line maintanence. Patient had previously experienced a fracture of PICC line placed prior to this one (a different type). The home health nurse reported this particular line was easier to flush than the previous device and was in a high location on the patient's arm. This line was inserted in 2005 and the patient presented to the ed the next month with fracture of this PICC line.